Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during gastrointestinal (gi) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while in the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.